Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The item was broken into five (5) parts, as claimed by the customer. The item shows strong traces of repeated utilization. The "investigation summary" is a translated conclusion. A device history record review was performed for the affected lot. During production, a non-conformance report was started. In this context, stains have been mechanically removed by brushing the items. Other abnormalities or deviations were not detected. All relevant dimensions of the product were measured and fulfilled the specifications. The hardness was also investigated to confirm if it met the required specifications. Two (2) measurements in the region of the drill and two (2) measurements in the region of the shaft were evaluated with the result that the specifications were fulfilled. Based on this, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date: 19 september 2008. Expiry date: 01 september 2018. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a cervical transarticular screw surgery, a drill bit tip broke. The drill bit tip broke while the surgeon used it with the guide/protection sleeve to find the entry point on the bone. During the process, the tip of the drill broke off suddenly. It was checked and the broken tip was not left inside the patient. Another drill bit was used as an alternative. The surgery was prolonged for ten (10) minutes. It was reported that there was no post-operative patient harm. This is report 1 of 1 for (B)(4).